Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0012 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the white lumen will not flush - tried to flush in preparation. PICC line is no longer sterile as removed from tray but not placed or inserted. On (B)(6) 2018 - foreign material was discovered inside the lumen of the returned catheter, resulting in difficulty flushing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed but the exact cause is unknown. One 5 fr groshong nxt catheter dual lumen catheter was returned for investigation. No apparent use residue was observed. The red and white lumen were flushed with water through the t-lock stylet assembly using a 12 ml syringe and the white lumen was found not to be patent to infusion. The distal end of the catheter was cut and both lumens from the distal segment flushed without resistance through the valve. Segments from the proximal segment of the catheter were cut and flushed to determine the location of the source causing the occlusion. The catheter was cut longitudinally and a white material was observed approximately 10 cm from the proximal end of the catheter. Microscopic observation of the white material revealed it to be bunched within the catheter tubing. The material was thin and appeared to have a semi-glossy surface finish. Evidence of tearing and tensile stretching was present. Some segments of the white material appeared to have a textured surface. The white material was manipulated and was observed to have elastic properties. The DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. As the source of the material could not be determined, the complaint of unable to infuse is confirmed, cause unknown. A lot history review (lhr) of recp0012 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the white lumen will not flush - tried to flush in preparation. PICC line is no longer sterile as removed from tray but not placed or inserted. (B)(6) 2018 - foreign material was discovered inside the lumen of the returned catheter, resulting in difficulty flushing.